Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.

Event description:
The customer's mother reported that she tested the customer's blood glucose (bg) level at 6:43 pm and got a reading of 353 mg/dl. She tested the customer's bgs again in 2 hrs later and got another reading of 353 mg/dl. The customer's mother removed the pod and noticed that the cannula was bent.